Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left colectomy procedure, the surgeon and his assistant explained that the device was giving the proper activation and seal tones but there were numerous instances of bleeding. The bleeding occured on normal mesentery and vessels well within the indication for the device. An end tone was heard but had no regrasp alarm. Cleaning of the jaws was performed every 10-15 minutes the surgeon had to clip or suture each bleeder.